Event description:
Customer hospitalized due to high blood glucose and after released, went back to the hosp for low blood glucose. Troubleshooting performed on pump and pump function and programming appeared to be normal.